Manufacturer narrative:
(Result) - customer had installed incompatible footboard on bed. (Conclusion) - service tech changed the dipswitch on the bed, making it compatible with the footboard.

Event description:
It was reported by service report that the bed exit was blinking and not working. No patient involvement or adverse consequences were reported.